Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered. Reportedly, the pump is still functional. Customer had elevated blood glucose (bg) levels (419 mg/dl). Customer delivered manual injections to stabilize bg levels. Customer indicated that they have back up manual injections for continued insulin therapy.